Event description:
It was reported that there was a gas leakage from the ventilator while it was turned off, but connected to a gas supply with a pressure of 5.5 bar. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).